Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited noise and oversensing, resulting in three seconds of asystole. The patient is pacemaker dependent. Upon review of device memory, the health care professional (hcp) observed several non-sustained ventricular tachycardia (vt) episodes beginning approximately two months ago, due to noise and oversensing resulting in asystole for two to three seconds. The noise was able to be recreated with the patient laying on their left side inhaling or snoring deeply. Additionally, it was noted that the patient had occasionally been awakened from sleep due to shortness of breath (sob). The physician felt that the sob was due to sleep apnea. Boston scientific technical services (ts) discussed programming options. A revision procedure was performed. The ICD was explanted and replaced for normal battery depletion. The pace sense portion of this rv lead was surgically capped and a new pace sense lead was placed. Then noise was noted on the shock channel, therefore, the new rv pace sense lead was removed, and the chronic rv lead was entirely capped and abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.